Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the hearstart mrx did not register etco2 and the etco2 module would intermittendly turn off and on during a patient event. There was no report of negative patient impact.